Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component without any pt injury.

Manufacturer narrative:
11/5/1998- supplemental report sent to FDA. Additional data entered in d9. Corrected data entered in d1. Device evaluation indicated and codes entered in h3 and h6. The clinical needle was not returned, therefore, the cause of the condition could not be reliably determined.